Event description:
A customer's mother reported a complaint of high readings on her son's freestyle flash blood glucose monitor. The customer obtained a reading of 19.5 mmol/l on the meter compared to a reading of 15.9 mmol/l obtained on a competitor meter. The customer was given extra insulin based on the adc meter reading. The customer began shaking and was sensitive to light. The customer did another test after giving her son some glucose and obtained a reading of 2.8 mmol/l. The customer took her son to hosp where he was diagnosed with hypoglycemia and treated with 2 dextrose tablets.

Manufacturer narrative:
Customer returned a freestyle flash blood glucose monitor and test strips with lot number 0704003. The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors or other issues were observed during control solution testing.